Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector on four (4) units of minicap extended life pd transfer sets were cracked. This was identified during unspecified process steps of peritoneal dialysis therapy. There was no patient injury, or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.